Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic for pneumothorax, the biopsy side got stuck in joint of reload and buttressing fell off. The surgeon was able to retrieve it and opened a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The sutures were properly released. A visual inspection of the returned photo noted the buttress material had been removed prematurely. The reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. The test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to misuse of the device. If information is provided in the future, a supplemental report will be issued.